Event description:
The core sumex drill was sent for evaluation due to overheating during a procedure. There was no pt injury or adverse consequences associated with the device. No further info was provided by the customer.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.